Manufacturer narrative:
Customer reports that they ran cap aq hct survey samples in between patient samples on the rapidpoint system that day. Customer further reports cap instructions confirm this is an acceptable practice.

Event description:
Customer reported they obtained an open heart patient sodium result on (B)(6) 2009, of 145 mmol/l. The sample was run on a vitros instrument, yielding a result of 135 mmol/l. Physician did not question the discordant results. No patient intervention was performed due to the discrepant results.